Event description:
The surgeon notified the sales rep that a pt required a re-operation to take care of a post operative. The leak occurred in the posterior aspect in the middle of the functional end-end anastomosis. Products involved during the case were two devices.

Manufacturer narrative:
Patient's age was unknown at the time of filing of initial report. Pmi had been contacted by FDA on sept 4, 2008 regarding this report. The initial report had been filed as a death, but subsequent information from the risk manager of the health facility (medical center) indicates that the death was not the outcome of the adverse event. This follow-up report is a correction of the one originally filed.

Manufacturer narrative:
The devices were not returned for eval, as the pt was closed after surgery. The device history record was reviewed, and there were no issues identified.